Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failed storage space, user tried to reboot and recover the failed drawer, shut down the station by unplugging the power cord and waited for 2-5 minutes reconnected the plug and turned on but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A field service engineer (fse) arrival the site and the customer advised that the issue was with the aux unit, not the main. After updating the serial number to auxiliary (B)(6), it was found to be registered to a different site with no service contract. The customer planned to follow up with sales and would notify me when to return. Later, the customer advised that the auxiliary unit was not under contract and would be fully replaced with a new one. Fse was no longer required for this work order. The system functioned as intended after the field service engineer investigated the device.